Event description:
The lay user/pt contacted lfs on february 24, 2010 alleging that the display on her one touch ping meter was fading. The pt first noticed the alleged issue with the meter on (B) (6) 2010 at 1:10 pm. The day before the reported issue with the meter, the pt exhibited symptoms of feeling shaky, sweating and had a headache. The pt attempted to test her blood glucose on (B) (6) 2010 at 1:10 pm and noticed the faded display. She did not seek any medical attention or contact her physician for advice. The pt denied any misuse of the product. This was the first time the product was being used. The meter was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since she exhibited symptoms a day before ever using the meter. She denied seeking any medical attention. The complaint is being reported due to the faded display on the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.